Event description:
Reporter received a letter today from (B)(6) pharmacy regarding a voluntary recall from trividia health on their true metrix monitoring device. Reporter states they sometimes get an e5 error message due to the test strip but when that happens, she replaces it with a new strip. The reporter has no symptoms or adverse events.